Event description:
A malfunction was reported on a pump, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Pump displayed a malfunction code that was resettable, and technical support assisted the customer in resetting the pump, after which the issue did not recur. No further action was necessary, and technical support advised the customer to call back if the problem happened again.